Manufacturer narrative:
Follow-up # 1 date of submission 05/29/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings: during investigation, the pump¿s total daily dose history matched the basal history. The suspend history showed that the pump was suspended from 03/31/2014 until 04/01/2014 and on suspended 04/02/2014 until 04/03/2014. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The pump was exercised for 24 hours at 2 units per hour and the pump accurately recorded all testing activity in the pump histories. The history settings issue was not able to be duplicated during the investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that basal deliveries were not recorded correctly in the basal history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.